Event description:
It was reported that the zimmer air dermatome was leaking internally. Add'l clinical f/u with the customer indicated that the reported issue was observed during sterilization/cleaning of the device and there was no pt involvement or impact to a surgical procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/19/2000 and was last repaired on 05/23/2013 for a non-related issue. Eval of the device observed that the unit would not run and there was damage to the neck. Prior to repair, the device was outside calibration spec at the zero thickness setting on the left side. The motor rotated freely with no excessive resistance and was within specs. Review of the planetary carrier did not identify and damage to the dowel pins and the device to be within specs. The cause is likely the user not maintaining the device per improper handling. The device was serviced and returned to the customer.